Manufacturer narrative:
H.6. Investigation summary: DHR: review found no non-conformities. Customer return samples are not available for investigation. Conclusion: the team reviewed the packaging process and identified process controls, which were found in place in working conditions. There was no issue observed in the primary packaging process and secondary processes of lot # 17m0313. As a preventative action we have developed an swi for preventing such defects.

Event description:
It was reported that the syringe discardit ii 2ml 26g x 0.5 in experienced product mixing. The customer stated, ¿in combi pack of 2 ml dispo syringe with needle (0.45x13mm), we have received the different needle pack which is having longer needle shaft with orange colour hub¿..2ml 26 g 1 1/2 inch needle.¿

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. (B)(4).

Event description:
It was reported that the syringe discardit ii 2ml 26g x 0.5 in experienced product mixing. The customer stated, ¿in combi pack of 2 ml dispo syringe with needle (0.45x13mm), we have received the different needle pack which is having longer needle shaft with orange colour hub¿..2ml 26 g 1 1/2 inch needle.¿